Event description:
The customer reported the kv and ma display on the doghouse goes blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray regulator battery. System operates as intended. (B)(4).